Event description:
Malfunction alarm occurred with the customer's insulin pump, specifically identified by malfunction code [16-0x20e6], which recurred even after reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support (cts) assisted the customer with resetting the pump and provided instructions for its storage mode before agreeing on pump replacement. The pump was under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The problem pump was to be returned with a pre-paid label within ten days, and cts confirmed the shipping address for the replacement.